Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
A nurse reported that while priming a bd connecta¿ 3-way stopcock liquid leaked from the body of a connector. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: investigation summary: one sample was available for evaluation. Sample was leak tested at 8.7 psi according to test method t400sp showing leakage from tap component. Returned material showed reported defect. Complaint trending review of this lot and issue reveals no other complaint. For product family the issue (leakage) was reported but unconfirmed last time on (B)(6) 2017. DHR/bhr review: material 394605 with lot number 7093895 was manufactured on apr-28-2017 by equipment ka60. No qn's or other extraordinary events have been related to the complaint. Manufacturing review: no issues detected from manufacturing process, maintenance or calibrated instruments. Conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure mode. Bd was able to duplicate or confirm the customer¿s indicated failure mode. Used sample provided by the customer leaked from the tap component. During manufacturing of reported material, perforated tap was detected. Part number involved was tap component 8025571 with lot number 7011748. Molding CAPA (B)(4) addressed this problem. Process fmea rm5979 was reviewed and there are proper controls in place to detect product malfunctions. CAPA (B)(4), in effectiveness phase.